Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal hip components in 2004. Approximately two years after the initial procedure, the patient began to experience pain and squeaking which has slowly progressed and will require a revision procedure. No revision has been performed to date and no further information has been received.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal hip components in 2004. Approximately two years after the initial procedure, the patient began to experience pain and squeaking which slowly progressed. A revision surgery was performed in 2009 to remove the cup and head component. No further information received to date.

Manufacturer narrative:
Evaluation of the returned component found evidence of parallel wear marks, possibly from contact with the rim of the articular surface of the acetabular cup. The bearing surface of the component exhibited wear apparently due to a third body abrasive trapped in the clearance. Based on the appearance of the part, wear rates did not appear to be excessive. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. This report filed september 30, 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. A revision is anticipated, but not scheduled to date. Onset of pain began approximately two years post-op and has slowly progressed.